Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 nicore nitinol guide wire with original open packaging. Flaking was present as coating is not uniformly covering guidewire. Also received 2 photo samples. First photo sample shows close up of guidewire within packaging sitting outside of product packaging with outer product packaging indicating guidewire size as 0.035" x 150cm. Second photo sample shows guidewire removed from packaging but within guidewire holder. Portion of guidewire not within holder shows flaking as coating is not uniformly covering guidewire. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be inadequate material. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating of the guide wire end flaked off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating of the guide wire end flaked off.